Manufacturer narrative:
This report is being submitted for update to event date (b3) and correction to aware date of initial medwatch report (report number: 9610595 - 2023 - 04990). The correct aware date for the initial report is 02-mar-2023. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing steps deviated from instructions for use. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "evis exera tjf type 160vr operation manual chapter 3 preparation and inspection inspection of the forceps elevator mechanism shows how to detect the events. Evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The forceps elevator wire was completely cut off. There were few additional findings. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability, air supply volume and water supply volume does not meet the standard value. Objective lens had a scratch. Adhesive around objective lens was worn out. Adhesive on bending section cover was detached. Connecting tube was wrinkled. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, the play of up/down & right/left knob was out of the standard value. Connecting tube, grip, switch box, switch 1, scope connector, light guide cover glass and scope cover had a scratch. Grip and control unit was dirty. Suction cylinder and forceps channel port was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator wire of the duodenovideoscope was broken. The issue was found during reprocessing. The device was returned, and an evaluation at the repair center revealed presence of foreign materials in the nozzle and forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.